Manufacturer narrative:
A supplemental medwatch report will be submitted upon completion of the investigation.

Event description:
A peritoneal dialysis (pd) patient contact reported fluid found inside the cassette area of the cycler after treatment was completed. The patient contact stated the machine had alarmed a drain complication alarm during treatment but they were able to resume pd treatment using the cycler. Additional follow-up was made with the pd patient's clinic registered nurse (rn), who confirmed there was no patient injury or adverse event. The pdrn stated after the patient had completed treatment and was in the process of removing the cassette, a fluid leak was noted from the cassette door area. Per pdrn no prophylactic medication was provided to the patient and no adverse event occurred. A replacement cycler was delivered and the issue was resolved, and the patient was able to continue continuous cycler-assisted peritoneal dialysis (ccpd) therapy. The sample was available to be returned.

Manufacturer narrative:
Plant investigation: although it was stated that the cassette was available to be returned, to date no device was returned to the manufacturer for physical evaluation. A batch records review was conducted by the manufacturer for the reported lot. There were no non-conformances or abnormalities identified during the manufacturing process which could be associated with the reported event. The entire lot has been sold and distributed. In addition, a device history review was performed and confirmed that the results of the in-progress and final quality control (qc) testing met all requirements. The lot met all specifications for release. A product history review did not reveal a probable cause for the customer complaint. As a physical evaluation could not be performed, a definitive conclusion regarding the reported incident could not be reached and a cause could not be confirmed.